Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The june 2007 15-month resolution clipping device product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch reports 6000048-2007-00263, 6000048-2007-00264 & 6000048-2007-00265. Bsc reference a00076051/502727.

Event description:
Note: this report pertains to the fourth of four malfunctions occurring in the same patient. On july 17, 2007, it was reported to boston scientific corporation that a resolution hemostasis clipping device was used in a hemostasis procedure for an arterial bleed located above the banded varies in the proximal esophagus. After the failure of the three resolution hemostasis clipping devices, a fourth clip was used. The clip "failed to deploy"; however, the nurse could not confirm if the clip had grasped the tissue nor could she specify how the clip failed to deploy. According to the physician, the "patient co-morbidities also [were a] contributing factor to the reported malfunction. In addition, it was reported that the procedure "last approximately three hours to control the bleed." The patient was then transferred to ICU. Several hours later (approximately 2pm), the patient was "transferred from the ICU to endo for an additional scope procedure due to [an] exacerbation of the arterial bleed" where the patient was treated with additional resolution hemostasis clipping device. Later, that same evening (approximately 11pm), the patient was transferred to an unknown facility and was successfully treated "with successful resolution of the bleed." The patient had lost two units of blood during the first procedure and received four units of blood through the course of the day. The patient's condition after the intervention has been reported as "stable."